Event description:
After a cardiopulmonary bypass procedure. The roller pump of a heart lung console was found to be having overspeed and underspeed error. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.